Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found customer reported receiving battery failed alarm. No damage was reported on battery cap contacts or battery compartment. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the self test. However, the pump was received with a high active and sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high active and sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 01/17/2025 17:57:00.000. 01/20/2025 18:52:00.000. 01/21/2025 22:05:00.000. Insert battery alarm was found on: 01/17/2025 17:59:07.000, 01/20/2025 21:32:25.000 to 01/20/2025 21:38:40.000, 01/21/2025 22:38:45.000 to 01/21/2025 22:58:11.000, 01/21/2025 23:00:09.000 to 01/21/2025 23:31:00.000. Failed battery alert/battery failed alarm was found on: 01/20/2025 21:37:35.000 to 01/20/2025 21:38:35.000, 01/21/2025 22:49:56.000 to 01/21/2025 22:59:49.000, 01/21/2025 23:00:24.000 to 01/21/2025 23:21:01.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 20-jan-2025 at 7:37:59 am. There was no power data available for the date of 17-jan-2025 and 20-jan-2025 at 18:52:00.000. Unable to check power data for low battery alert. Upon checking on the power data/detail trace file, low battery alert on 01/21/2025 22:05:00.000 and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 21-jan-2025 in the formatted history file. Sensorerroralert (801) was found on: 01/16/2025 17:45:44.000. Lostsensor1alert (780) was found on: 01/16/2025 09:58:00.000. Lostsensor2alert (781) was found on: 01/16/2025 10:15:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Pump error 61 (stuck key alarm) was found on: 01/16/2025 15:04:17.000. All buttons function properly. No unexpected pump error 61 (stuck key alarm) noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. A high active and sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, a high active and sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection corrosion was also found on the battery tube assembly, force sensor, motor and vibrator¿assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.